Event description:
It was reported that during an office visit on (B)(6) 2014, the vns patient¿s device settings were different than what was programmed at the previous office visit in (B)(6) 2014. The settings were indicative of a faulted diagnostic test. The patient had been seizure-free until having a seizure on (B)(6) 2014. The patient¿s seizures were below pre-vns baseline levels.

Event description:
On 01/08/2015, the software product information was obtained.